Manufacturer narrative:
Accuracy comparison testing was not performed from the inratio inr result from (B)(6) 2013 because a lab reference value was not provided. On (B)(6) 2013, the customer was given a shot of lovenox. Be advised, the inratio system should not be used for pts on heparin therapy. Data provided by the customer from (B)(6) 2013 was excluded from comparison testing because of the customer's off-label use. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013. Inratio meter (inr) = 2.0, reference (inr) = 2.5. Mean = 2.25, confidence limits = 1.4 - 3.1. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values were within the confidence limits for inr testing. The results were not documented variability for inr testing. In-house therapeutic donor testing was performed on returned strips lot # 305277 on (B)(4) 2013. Results as follows: donor (B)(4)) 212, inratio: 2.2, 2.0, 2.4, ref. 1.84, bias-thresh 1.34 - 2.34, %cv: 9.09; b) 197, 1.7, 1.6, 1.8, 1.66, 1.16 - 2.16, 5.88. All products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than 16%, passing the precision criteria. No further investigation was required. Analysis of client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Several of the data points provided exceeded 3 hour testing window. It is not possible to rule out that the change in value was not due to a change in the pt's status. Pt was given shot of lovenox on comparison on (B)(6) 2013. Limitations in pi, "this test should not be used for pts on heparin therapy." This constitutes off-label use. No product was returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Root cause could not be determined from the info provided by the customer. (B)(4) discrepant result complaints were reported for lot #305277 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action threshold monitored by qa for corrective action ((B)(4)) no further action is required at this time. This issue will be subject to tracking and trending. No corrective action at this time as no product deficiency was established.

Event description:
Caller alleged discrepant accuracy results when compared to the lab. Results as follows: date: (B)(6) 2013, inratio: 1.6, lab: 2.2. Time between testing was reported as unk. Pt's therapeutic range is unk.